Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 -2018 -06286. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to infection of the left hip. The patient had an irrigation and debridement of a hematoma.

Manufacturer narrative:
Reported event was confirmed by review of revision operative report received. Revision op note shows that the patient had I&d, hematoma evacuation and revision post primary surgery, for persistent drainage. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.